Event description:
It was reported that on (B)(6)2023, at approximately 1524, the device alarmed air-in-line. The clinician reportedly checked the infusion and noticed all the ¿bubbles¿ in the IV tubing. It was reported that the device did appropriately alarm for air-in-line. The infusion setup was as follows: normal saline 100 ml (primary IV tubing 2410-0007t). Normal saline bag had already been in use prior to use with dexamethasone sodium phosphate infusion and had approximately 30ml remaining the bag. The dexamethasone sodium phosphate (secondary tubing 72213n) was reportedly programmed with a volume to be infused (vtbi) 50ml and hung at 1509. The medication label indicated the following parameters: volume - 50ml; dose - 12mg; duration ¿ 10 minutes; rate ¿ 300ml/hour. This was reported to bd associates during their site visit. There was patient involvement but no harm.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : not applicable. Device evaluated by bd.